Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007, and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
: It was reported that the patient underwent a gynecological procedure and mesh was implanted. It was reported that the patient underwent mesh excision on (B)(6) 2011 due mesh exposure with vaginal stiffening. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and prolapsed and mesh was implanted. It was reported that the patient had a concurrent procedure of a hysterectomy performed during mesh implantation. It was also reported that post implantation, the patient experienced pain, erosion, infection, recurrence, bleeding, dyspareunia, vaginal scarring, urinary/bowel/ neuromuscular problems. It was reported that patient underwent revision on 09/28/2011 due to erosion.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent tah. It was reported that patient underwent a laparascopic cholecystectomy on (B)(6) 2009.